Manufacturer narrative:
The device was never returned to resmed for investigation. Resmed has investigated a similar complaint and based on that engineering investigation it was determined that the reported fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to a resmed distributor's internal service center for evaluation. Resmed has attempted to make contact with the customer for further information regarding the device evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that while a device was in a standby mode and not on a patient the astral device became inoperable. There was no patient injury reported as a result of this incident.